Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Date of event is estimated.

Event description:
It was reported that the patient failed to maintain and charge the device as recommended, and so the ipg became inoperable. In turn, surgical intervention occurred to explant and replace the device, which resolved the issue. Therapy was restored post-operatively.